Event description:
It was reported that the patient underwent an open reduction/internal fixation surgery on (B)(6) 2024 for a trochanteric fracture. During surgery, the monomer liquid was added to the polymer powder in the mixer. Although the surgeon tried to move the blue handle back and forth to mix, the handle did not move at all and only rotated in a clockwise motion. It was unable to achieve sufficient mixing. Therefore, only a little mixed cement was produced and one and half syringe (3mm) was injected. Although the procedure was completed, the cement hardened quite a bit. It took a long time. The entire scheduled surgery time was one hour. The surgery was completed successfully within 30-mintutes delay. This report involves one traumacem(tm) v+ injectable bone cement - sterile this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part:07.702.040s. Lot:3l53642. Manufacturing site: werk selzach. Supplier:(B)(4) release to warehouse date:03 nov 2023. Expiration date: 01 nov 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.